Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The device was reprogrammed. The patients condition post event was fine and would continue to be monitored.